Manufacturer narrative:
Sample inspection: an external and internal inspection of the customer¿s pump modules were exhibited with the following: the male and female iui connector contact pins were observed dull. Both sear manufacturer date appeared to be (B)(6) 2014, as this date was stamped on the door latch assembly. No other obvious issues or anomalies were identified with the source device during the inspection. Administration set: customer¿s returned bd administration sets (model 11532269) were received with no cracks, tears, stress marks or other obvious issues during a visual inspection. Log analysis results: results from a review of the logs identified the system was powered on at 5:50 am on (B)(6) 2020, with pump module s/n (B)(6) attached on the day of the reported incident. At 6:36:50 am, pump module s/n (B)(6) was also attached. Based on the logs, the last noted device alarming for this type of incident was pump module s/n (B)(6), indicating it is the source device. The profile in use was identified as ¿nicu¿. The last active infusion performed on the source device was noted as maint ivf (drugid 16). Seven (7) flo stop open alarms were exhibited by this device between 4:37 pm and 6:42 pm. The unit was removed after the last flo stop open alarm at 6:42 pm on (B)(6) 2020. Test results: based on the test results from the investigation, the reported issue associated to the set safety clamp fitment not activating/ closing was replicated on both returned devices when using returned set #4 and new test sets (model 2260-0500) that were similar to the customer returned sets. Note: this issue is not evident when testing with sets consisting of pvc type tubing (model 2426-0007). Testing observed the safety clamp fitment not activating on each pump, primarily on the initial test trial when opening the door latch rapidly. The pumps alarmed and displayed ¿safety clamp open/ close door¿ on each failed incident where the safety clamp fitment did not close. It should be noted that when not rapidly opening the door, the safety clamp will close as intended. A critical measurement analysis of both customer sears showed measurement (b) marginally out of specification by 0.003 in, measuring 0.963 in. When adding a good known sear or a good known sear torsion spring to the customers pumps, the safety clamp fitment continued to fail to close. However, when both good known sear and torsion spring are replaced, the failure is no longer evident. Test methods: n/a device history review: review of the pump module s/n 14127372 service history record showed the device had a manufacture date of(B)(6) 2014. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that on (B)(6) 2015 cad field work was performed on this device. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of (B)(6) 2014. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that on (B)(6) 2015 cad field work was performed on this device. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The device history record for primary set model 11532269 lot 20076509 was performed. The search showed that a total of (B)(4) units in 1 lot were built on (B)(6) 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The root cause of the customer¿s experience with the safety clamp fitment not closing was not definitely determined. In accordance with 1503-001-000-swi complaint failure investigation, this issue has been escalated and CAPA 2320061 has been initiated to identify the root cause of the issue. The customer¿s reported complaint of the safety clamp fitment not closing when opening the pump module door was confirmed only when new nitro type tubing sets and when the door is first opened. During this failure, the pump alarms and displays ¿safety clamp open/ close door¿. A review of the logs identified several ¿flo stop open¿ alarms, identified between 6:50:26 am and 6:42:06 pm, among the two returned pumps. The source device was identified as pump module s/n (B)(6) since it was the last device exhibiting this incident, subsequently removed from the system. Test results identified critical measurement, on both customer sears, measurement (b), marginally out of specification by 0.003 in, measuring 0.963 in. Customer¿s incident administration sets showed no leaks, damage or any other anomaly that may have attributed to the reported incident. The complaint has been escalated in accordance with (B)(4) complaint failure investigation. The pump module infusion was being used for treatment.

Event description:
It was reported that when the nurse opened the door of the pump module, the flow stop did not close on the tubing set. If the nurse had not engage the roller clamp, heparin would have free flowed into a baby. It is unknown if there was patient harm due to the event. It was stated the baby could have had some issues prior to the event or it could have been because of the event. Although requested, no additional information was provided. It was later reported by the bd clinical practice consultant (cpc) that the device had an unspecified alarm so the nurse opened the door about 5 times and did not clamp the white roller clamp when doing so about 3/5 times. The cpc also reported that the drugs involved were heparin and calcium and that the patient was a premature baby who coded before the procedure and a second time during the procedure. The physician does not believe the device is the issue since the baby was in poor shape due to being very premature.

Manufacturer narrative:
Updated d4 (sn/UDI) & h4 as product was received. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Device received with pending investigaiton.

Event description:
It was reported that when the nurse opened the door of the pump module, the flow stop did not close on the tubing set. If the nurse had not engage the roller clamp, heparin would have free flowed into a baby. It is unknown if there was patient harm due to the event. It was stated the baby could have had some issues prior to the event or it could have been because of the event. Although requested, no additional information was provided. It was later reported by the bd clinical practice consultant (cpc) that the device had an unspecified alarm so the nurse opened the door about 5 times and did not clamp the white roller clamp when doing so about 3/5 times. The cpc also reported that the drugs involved were heparin and calcium and that the patient was a premature baby who coded before the procedure and a second time during the procedure. The physician does not believe the device is the issue since the baby was in poor shape due to being very premature.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, additional patient demographics was not provided.

Event description:
It was reported that when the nurse opened the door of the pump module, the flow stop did not close on the tubing set. If the nurse had not engage the roller clamp, heparin would have free flowed into a baby. It is unknown if there was patient harm due to the event. It was stated the baby could have had some issues prior to the event or it could have been because of the event. Although requested, no additional information was provided.